Event description:
In late 2005 - patient implanted with two composix kugel mesh patches. Patient worried about ring breakage and intestinal perforation and complained of pain in the luq area, requested mesh explant. Laparoscopic explant procedure was performed in 2009 at the patient's request.

Manufacturer narrative:
Initial reporter indicated that there was no patient injury, the mesh was explanted at the patient's request. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Note: this event involves a recalled composix kugel mesh. See MDR 1213643-2009-00147 for information related to the other composix kugel implanted in late 2005.